Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that when his sensor had failed to start, he attempted to restart it and that while the sensor was in the startup period, he suffered a hyperglycemic episode. Patient had to be hospitalized for less than 24 hours. At the time of his call to dexcom technical support, patient reported that he also suffered from many health issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Device not returned to manufacturer yet.